Event description:
It was reported that log files were submitted for evaluation concerning low voltage alarms. Log file review found multiple no external power events on (B)(6) 2022 and (B)(6) 2022 while the patient was connected to the mobile power unit (mpu). Another no external power event occurred on (B)(6) 2022 when the patient was attempting to switch from battery power to the mpu. The emergency backup battery (ebb) provided support to the system during these events. Additional information was received that the low voltage alarms occurred because the patient's family member was new to power source changes. The patient's family was re-educated on the importance of changing one power cable at a time. The mpu remained in service and as of (B)(6) 2022 there had been no further low voltage or no external power alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The log file contained approximately 4 days of data ((B)(6) 2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were active on (B)(6) 2022 from 15:41:56 to 15:42:42 and from 16:20:23 to 16:21:06 and on (B)(6) 2022 from 18:37:47 to 18:37:52 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu would not be returned for evaluation as the unit is still being used by the patient. It was communicated that it was possible that the ac power cord became disconnected from the wall outlet during the alarms. It was also reported that the ac power cord did not disconnect from the back of the unit as the ac power cord has a v-lock connector and that there were no reported power outages at the patient¿s home. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.